Event description:
It was reported a peritoneal dialysis (pd) patient did not feel well and experienced peritonitis. Initially during a call with baxter technical services (bts) regarding assistance with the homechoice (hc) device, the consumer reported not feeling well. Bts provided assistance and the issue was resolved over the phone. During follow up regarding the report of not feeling well, the nurse clarified the event of not feeling well was due to the patient's past medical history of arthritis (onset date and treatment unknown). Additionally, the nurse stated, while at the pd clinic, the patient experienced peritonitis manifested by cloudy peritoneal effluent. The patient was hospitalized on that same day. The cause of peritonitis was unknown. Treatment was unknown. During hospitalization, the patient's pd catheter was removed, pd therapy was ended and hemodialysis began. The patient was recovering from the peritonitis. The patient's condition of arthritis was reported to be ongoing and not recovered. The patient was discharged from the hospital. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no samples were returned to baxter, reviews of manufacturing records for potentially associated lot numbers h12d27068 and h12h29057 revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors that might have caused potential contamination. A root cause could not be determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.